Event description:
It was reported that during a surgical procedure, a fluid that was brown in color leaked from the device. A back-up device was used to complete the procedure. The fluid did not enter the surgical site. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.